Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion failed calibratino. There was no patient involvement.

Manufacturer narrative:
D9: device returned 16 september 2024. H3: one device was returned for repair. Review of event log found 45782 error code. No previous service history was found. Visual and functional testing was performed. Could not confirm primary complaint during functional testing. Downstream occlusion (dso) seal was missing. Replaced dso seal. Calibrated sensors, the dso sensor calibrated successfully. The device passed occlusion tests. During testing, found error code 45782. Reset error. Error did not reoccur during testing. Replaced rear housing, power button, harness, pogo contacts, insulator, gaskets, piezo, adhesive, guard, keypad, labels and battery door. The software was updated, and the device then passed all functional tests.